Event description:
During follow-up, low sensing was noted on the right ventricular (rv) lead. The issue was resolved by explanting the rv lead. A replacement lead was not implanted due to the patient's condition. The patient experienced no consequences.

Manufacturer narrative:
The reported event of low sensing on right ventricular lead could not be confirmed. As received, a partial lead (distal end) was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.